Manufacturer narrative:
(B)(4). The date of patient's death was not reported. The device was not available for evaluation. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported if the patient was hospitalized prior to death or if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the service history and the event history log was performed. The review of service history did not identify any previous servicing events that could have contributed to the reported issue of patient passing away. Review of the device logs did not reveal any issues that could be related to the reported issue. There were no keystrokes, no device failure, malfunction, programming, use related or iipv (increased intraperitoneal volume) events that would indicate and/or contribute to the reported issue. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external & internal inspection was performed which revealed no anomalies. Per pal evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a supplemental report will be submitted.